Event description:
The customer reported that they were unable to view ECG via pads. This could affect the delivery of therapy. There is no allegation that patient outcome was affected by device behavior.

Manufacturer narrative:
The customer reported that they were unable to view ECG via pads. This could affect the delivery of therapy. There is no allegation that patient outcome was affected by device behavior. A follow-up report will be submitted after philips obtains more information about this event.